Manufacturer narrative:
(B)(4).

Event description:
It was reported that the ventricular lead exhibited drops in sensing and increased threshold. The patient refused any intervention and would be monitored. No adverse events occurred to the patient.